Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that two particles had been found in the solution of the device. Both particles were opaque white, and the smaller particle did not move as quickly and appeared to have spurs on one end. The event occurred during inspection of completed product under light over black and white backgrounds. There was no patient involvement.